Manufacturer narrative:
This report is submitted july 10, 2018.

Event description:
Per the surgeon, the patient has experienced a lack of hearing perception and subsequently the device was explanted on (B)(6) 2018.